Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed infection and presented on (B)(6) 2018 for procedure. The system was explanted. The patient presented on (B)(6) 2018 for system re-implant. No further information was available.

Event description:
New information states that the patient presented to the hospital with pneumonia and culture revealed that the pacer system was infection. The physician does not allege that the infection is device or procedure related. The system was explanted. The patient tolerated the procedure well and suffered no adverse consequences.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously submitted report to include concomitant medical products.